Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Electrode 1 and the tip thermocouple met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported communication issue remains unknown.

Event description:
During a pulmonary vein isolation procedure, there was a communication issue with the tacticath se df catheter resulting in a delay. A tacticath se df catheter was inserted into the left atrium via an agilis nxt small curl steerable introducer. Upon an attempt at delivering rf, it was noted that the ampere generator did not properly recognize the tacticath se df catheter and would not communicate with the cool point pump. All connections were inspected with no resolution. The ampere generator and cool point pump were placed but with no resolution. The tacticath se df catheter was then replaced with no resolution. The original ampere generator and cool point pump were then reconnected. A red generator failure was on the ampere generator and it was restarted. Finally, after unplugging the tactisys quartz to ampere cable and re-plugging it in the front port of the ampere generator, there was intermittent connection and recognition of the tacticath se df catheter. Wiggling the catheter at the front port then yielded a permanent connection and the procedure was completed successfully with no adverse effects to the patient.